Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported he was experiencing high blood glucose. Customer's blood glucose was 400 mg/dl. He also stated he was not wearing the insulin pump as he would disconnect and no insulin would come through during bolus.